Event description:
Still waiting to get the recalled CPAP machine from philips. I was told that I would have a replacement by the end of 2022. Today my machine has started to loose pressure. I have copd and severe apnea obstruction.